Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg would not communicate with external devices post rf ablation procedure. Troubleshooting was completed but all programs were wiped. The company manufacturer was able to reprogram the patient and restore effective therapy.